Event description:
It was reported that; revision surgery for a symptomatic hybrid screw backing out. He took the screw out and attempted to put a rescue screw in, but it was too steep of an angle and wouldn't work. So he felt like it would be ok to leave the plate in and simply leave the hole empty

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records for this product were reviewed and no anomalies were found. Conclusion: the probable root cause is not determined due to lack of information available.

Event description:
It was reported that; revision surgery for a symptomatic hybrid screw backing out. He took the screw out and attempted to put a rescue screw in, but it was too steep of an angle and wouldn't work. So he felt like it would be ok to leave the plate in and simply leave the hole empty